Event description:
The user facility reported that overnight the chamber of the unit filled up with water and leaked out causing water to flood the room below. No injuries or procedural delays/cancellations.

Manufacturer narrative:
The steris technician inspected the unit and found that the drain funnel was broken. The technician replaced the drain funnel, tested the unit and confirmed it was operational. The sterilizer is not under steris service contract and is serviced and maintained by the user facility/3rd party.